Event description:
Per biomed - user advised the probe is also giving false readings during procedures.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the site rite 8 was visually inspected upon receipt and was found to be in good physical condition. 32mm probe was found to be in poor condition. The reported issue is confirmed; the probe's ok button is non functional. The root cause of the reported issue is a probe failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.